Event description:
The user facility reported that during use of the 2mm drill bit in a left quadriceps tendon repair procedure to repair a ruptured distal quad tendon involving both medial and lateral retinacula, the tip of the drill bit broke off and was left in the patient. Reportedly, the drill bit breakage occurred while the surgeon tried to drill a third hole into the patella from the proximal to distal. The broken part was identified by fluoroscopy to be a 3cm linear density in the lateral patella. As reported, the procedure was otherwise completed with no further complications, patient injury or surgical delay. The patient was informed of the incident and discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the damaged/broken drill bit is not expected for evaluation, as it was discarded at the user facility following surgery on (B)(6) 2014. Without the actual device, an evaluation could not be performed and the root cause of this reported breakage therefore could not be determined. This device was shipped to the customer on (B)(6) 2012. A review of the lot history record showed there were no other similar complaints received for this item and lot # combination. A 2-year review of complaint history report showed there has been only one (1) other report of the alleged "drill bit breakage" received from the same user facility. To date, there have been no patient long term adverse effects reported for any of the two (2) reported incidents. The risk analysis was performed and the risk related to the breakage of the instrument has been evaluated as acceptable. The drill bit is used to drill appropriate size hole to the bone through the drill guide. This is a reusable device that is cleaned and sterilized prior to use. Based on the shipped date, this drill bit has been in use for nearly 3 years when the reported breakage occurred. In this instance, it is believed that the most likely cause of the reported breakage is due to excessive usage and/or normal wear and tear of the device over time. To reduce the risk of the drill bit breakage and patient's injury the information for use (IFU) provides the following warnings: this product is provided non-sterile. The instrument must be properly cleaned and sterilized before each use. Prior to use, examine the instrument and check for proper functioning. The instruments are designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques. As with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices. Excessive forces applied to the instrument can result in the instrument's failure. After each use, the instrument must be cleaned in accordance with the appropriate hospital procedures.